Event description:
The physician reported the patient's leg ulcer stopped healing once the physician applied the hydrofiber dressing. The ulcer first appeared approximately 1 year earlier; however, the physician first applied the hydrofiber dressing 3 weeks prior to the manufacturer's notification. Advised treatment with antiseptic and to discontinue use of the dressing. No additional information was reported.

Manufacturer narrative:
A review of the batch record and retain evaluation could not be performed without a lot number. A review of complaints for previous 12 months was performed and there is no indication of complaint trend based on this review. Based on the investigation conducted, the complaint could not be confirmed. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.